Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer difficult to fully open and close. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 3.2 was hard to open and close. A field service engineer (fse) resolved an issue with the enhanced half-height drawer 3.2 being stuck. A new slide bumper was replaced but did not resolve the problem. The back of the drawer was checked, and all slide bumpers were confirmed good. The drawer was replaced, and the issue was resolved. The customer tested the station with no issues. Fse proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer difficult to fully open and close. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.